Event description:
Complainant alleged that the medic was performing a "routine monitoring" of a patient (age and gender unknown), when the device shut down after four to five minutes. The medic then turned the device off/on and continued monitoring the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.